Event description:
It was reported that during a da vinci s surgical procedure, the customer noted that the prograsp forceps instrument was fixed and it didn't move. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure. The instrument grip cable was derailed off the pulley between the distal clevis. Engineering concluded that the derailment damage was likely causing lack of instrument movement at the wrist. The grips were able to open and close, but their movement could not be precise. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.